Event description:
Upon removal from the packaging, the physician found the shaft of the sds to be cracked near the hub. The packaging was noted to be intact before opening. The product was not used clinically.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.